Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a transpac IV monitoring kit that was reported to have the white flush device come off, and was unable to flush. There were no other defects noted on the product. The device was replaced and therapy was resumed. There was patient involvement, however, no harm was reported as a consequence of this event.